Event description:
It was reported via stelobot that a skin reaction occurred at the puncture site. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. The biosensor was inserted shortly after a shower and the arm was cleansed with alcohol prior to insertion. After insertion there was a slight amount of bleeding at the site which resolved quickly. On (B)(6) 2025, the symptoms included redness, and itching at the puncture site. On (B)(6) 2025, follow up contact was made with the customer. Two days after insertion the customer experienced some signal loss, the area was itchy and sore, so the customer removed the biosensor. Over the next two days the soreness continued and the puncture site area and the back of the upper arm became red and inflamed. The customer consulted 2 medical doctor's (on (B)(6) 2025) who diagnosed him with cellulitis and prescribed 7 days of an oral antibiotic (cephalexin). The customer completed the course of antibiotic and the infection resolved. At the time of follow up contact, the customer had a small lump at the site and the skin was healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event details are available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).